Event description:
It was reported that the 9900 system locked up and the collimator closed during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was re-installed during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.